Event description:
It was reported that during the procedure, when this right atrial (ra) lead was initially inserted, the helix was unable to be extended. The physician attempted multiple trouble shooting steps; however, the lead dislodged, and had to be repositioned. The physician attempted to extend the helix again; however, the helix could only be partially extended, and unsatisfactory measurements were observed. This lead was replaced with a new one to complete the procedure. There were no complications with the new lead, and no adverse patient effects were reported. The attempted lead is expected for return.

Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood/body fluid in the helix housing and tip region. Additionally, visual inspection showed a deformed; stretched helix. Subsequent testing confirmed the helix allegation based on the observation of a deformed helix (stretched). Further testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits.

Event description:
It was reported that during the procedure, when this right atrial (ra) lead was initially inserted, the helix was unable to be extended. The physician attempted multiple trouble shooting steps; however, the lead dislodged, and had to be repositioned. The physician attempted to extend the helix again; however, the helix could only be partially extended, and unsatisfactory measurements were observed. This lead was replaced with a new one to complete the procedure. There were no complications with the new lead, and no adverse patient effects were reported. This lead was returned for analysis.